Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Information is limited at this time and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - patient received medical treatment due to a hernia that required surgery with implant of a bard/davol kugel patch. Post implant it was alleged the patient experienced chronic abdominal wall pain, difficulty with digestion, dysphagia, radiating abdominal pain and reflux disease. (B)(6) 2013--patient underwent an incarcerated ventral incisional hernia repair, partial omentectomy, advancement of abdominal myofascial flaps, with removal of the bard/davol kugel patch and implantation of a non-bard/davol surgical implant. It is alleged that after the (B)(6) 2013 surgery, the patient experienced a multitude of complications requiring a prolonged stay in intensive care. It is further alleged that the patient was informed by her treating surgeon that the need for the hernia repair surgery was because of a failed kugel patch. The legal claim alleges the patient experienced abdominal pain, dysphagia, "pain and suffering," hernia and explant.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show the patient underwent additional surgical procedures post explant of the kugel patch. It is also alleged that the patient was informed that her surgical procedures in 2013 were necessary due to failure of the bard kugel patch. It was further alleged that the recoil ring broke. The kugel patch was not returned for evaluation, therefore the allegation of a broken ring could not be evaluated. With the current information available no conclusion can be made. A review of the manufacturing records was conducted and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004- underwent repair of preperitoneal hernia with implant of a bard kugel hernia patch. Post implant it is alleged the patient experienced chronic abd wall pain, difficulty with movement, digestion, dysphagia, radiating abd pain, fevers, abd tenderness, reflux disease, constipation, bloating, vomiting and diarrhea. (B)(6) 2013- underwent an incarcerated ventral incisional hernia repair, partial omentectomy, advancement of abdominal myofascial flaps, removal of kugel patch, implantation of a permacol surgical implant and use of negative pressure wound vac for assisted closure. It is alleged post procedure the patient suffered from multiple post surgical complications including respiratory distress which necessitated transfer from a gen medical floor to the ICU. (B)(6) 2013- patient was taken back into surgery where she underwent secondary closure of the large ventral incision repair. During recovery from this procedure the patient again suffered from pulmonary distress and was transferred to the post anesthesia care unit where she was reintubated with placement of endotracheal tube in the right main stem bronchus. The patient was extubated on (B)(6) 2013. Allegedly on (B)(6) 2013 the patient was informed by her treating surgeon that the surgical repairs completed on (B)(6) 2013 were necessary due to the failure of the aforementioned bard kugel patch. It is alleged that the memory recoil ring that opens the patch broke under stress of placement of the product in the intra-abdominal space. It is further alleged the patient suffered personal injuries, pain, discomfort and other injuries and the resulting surgery to have the defective patch removed and post surgical complications.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show the 510k number for the kugel patch. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.